Manufacturer narrative:
(B)(4). A review of the manufacturing documentation associated with lot f1717803 was performed and it was found that no defective units were rejected during the final inspection of this lot. The lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that after following proper deployment of a mynxgrip 6f/7f vascular closure device (vcd), the sealant did not deploy. Manual pressure was held for approximately 15 minutes to achieve hemostasis. No patient complications were noted. The patient was discharged the same day of the procedure. The vcd was being used in conjunction with a 6f procedural sheath introducer, following a diagnostic coronary angiogram procedure.

Manufacturer narrative:
It was reported that after following proper deployment of a mynxgrip 6f/7f vascular closure device (vcd), the sealant did not deploy. Manual pressure was held for approximately 15 minutes to achieve hemostasis. No patient complications were noted. The patient was discharged the same day of the procedure. The vcd was being used in conjunction with a 6f procedural sheath introducer, following a diagnostic coronary angiogram procedure. The non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was not returned for investigation; however, six sterile unused mynxgrip devices from the same lot number were received for evaluation in the original sealed packages. Three samples were randomly chosen from the returned units for visual inspection and no anomalies were observed. A review of the manufacturing documentation associated with lot f1717803 was performed and it was found that no defective units were rejected during the final inspection of this lot. The lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. Based on the condition of the sterile unused devices and without return of the device involved in the complaint, the root cause of the reported failure experienced by the customer could not be conclusively determined. Neither the device history record nor the product analysis suggests that the event could be related to the manufacturing process; therefore, no corrective or preventive action will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.